Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2005 and sparc was implanted. It was also reported that the patient underwent a surgical procedure on approximately (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted, concurrently with a removal of previously placed sling. The patient experienced pain, erosion, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring and other. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted due to sui. No additional information was provided.